Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of main printed circuit board being out of specification. It was also noted that the lower case was broken, the two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device powers down immediately, as soon as the battery drawer is popped open, during a battery change. It does not stay on for the designated 15 seconds. No information was received indicating patient involvement.